Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported separation, device embedded in tissue/plaque and unexpected medical intervention appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Dates are estimated manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified vein. The 8.0x80mm armada balloon ruptured during inflation at an unknown pressure. A piece of the balloon separated and was left inside the patient. Therefore, a stent was used to embed the piece of the balloon against the vessel wall. There was no adverse patient sequela. No additional information was provided.